Event description:
Dr. (B)(6) from the (B)(6) reported a post-operative issue involving a 17-year-old female patient implanted with a 9x360 pnp adolescent right nail (part no. 00-1504-0935). During a clinic visit, the patient reported femoral pain near the incision site. Imaging revealed a broken nail at the transverse screw hole. A revision procedure was performed, and the device was removed on (B)(6) 2025.